Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from a cobas e 411 immunoassay analyzer. The initial result was 2668 miu/ml with a data flag and was reported outside of the laboratory. The result was questioned and a new sample was drawn on (B)(6) 2018. The result from the new sample with a 1:10 dilution was 24992 miu/ml with a data flag. The customer then repeated the original sample with a 1:10 dilution and the result was 27131 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 30859900 with an expiration date of 31-may-2019.

Manufacturer narrative:
A general reagent issue can be excluded as the calibration data was within expectations and the qc recovery was within specified range. The alarm trace did not show any issues. The investigation was unable to find a definitive root cause.